Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast grade 4 capsular contracture.

Event description:
Healthcare professional reported a left side breast grade 4 capsular contracture. Device has been explanted.

Event description:
Healthcare professional reported, a left side breast grade 4, capsular contracture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, wear abrasion, the weight the device within specification, and fold creases. After autoclave cycle was observed, cloudy color in the gel. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.